Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the pcb was damaged, upper case was damaged, lower case was broken, hanger was broken, both display wires were pinched, keypad window scratched and contaminated, four knobs were contaminated, main seal was pinched, and three case screws and hanger screw were contaminated. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a dual chamber reading error. The epg was returned for service. There was no patient involvement.